Event description:
Boston scientific received information that this lead had dislodged due to twiddlers syndrome. An intervention was performed to explant and replace this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.